Event description:
It was reported that a spectrum infusion pump alarmed system error 105 during routine maintenance. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105 alarms, determined to be caused by dislodged component on the input/output printed circuit board. The failed input/output printed circuit board was replaced.